Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The reported problem was identified during the event history log review ((B)(4)). Visual inspection was performed with no issues noted. Functional testing, electrical safety testing, calibration and simulated therapy was performed with no issues noted. The direct cause of the problem was the manifold tubing. The manifold tubing will be scrapped to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unspecified failure on the homechoice device during an unknown step of peritoneal dialysis therapy. It is unknown if the patient was connected. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.